Event description:
Boston scientific received information that the patient with this atrial lead experienced inappropriate shocks and presented to the hospital. An internal technical service consultant was contacted for assistance to determine the reason for the inappropriate shock, but thought it may be due to this lead dislodgment. An x-ray was performed and the data was provided to technical services. The patient remains hospitalized while the analysis is being performed.

Event description:
Additional information was obtained. Technical services reviewed the data and determined that this lead is located in a very high position. It was also thought the patient with this lead may be suffering from a twiddlers syndrome as the leads are wrapped around the device causing traction on both leads which likely contributed to this lead dislodgment. It was also thought the tip of this lead is touching the right ventricular lead proximal coil.

Event description:
Additional information was obtained. A decision has been made to perform a lead revision in the near future.

Event description:
Additional information was obtained. A revision procedure was performed. This lead was removed and discarded by the facility. Only the right ventricular lead was replaced.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
When the revision has been performed, this event will be updated.